Event description:
It was reported that the customer had a crack and missing pieces on the insulin pump. Customer stated that the physical damage happened a year ago and that the damage is around the opening of the battery compartment of the insulin pump. Customer's blood glucose level was 96 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked display window corner, scratched lcd window and cracked battery tube threads. No broken battery tube threads noted.